Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50.4 mg/dl. Cause was not known. Additional information on how bg was treated was not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.